Manufacturer narrative:
Concomitant products: product ID 8709, lot# j0058183r, implanted: (B)(6) 2001, product type catheter; product ID 8575, lot# n076417, implanted: (B)(6) 2006, product type accessory; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that while updating the pump the physician programmer crashed and showed the broken programmer screen. The reporter stated that the pump was interrogated again and showed in stopped pump mode. It was noted that there was no medical or therapy problem associated with the programming issue. The device system was used to infuse gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was determined that the patient's power wheelchair was causing electromagnetic interference (emi). It was stated that once the patient turned off the power to the chair, the programmer worked without any difficulty. It was noted the patient's device did show it had stopped, but that it was "only for seconds", and the patient had no symptoms. It was noted the hcp clinic had 3 programmers and the reporter was not sure which programmer they were using.